Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that during an atrial fibrillation case, st elevation was noticed in the patient. The caller reported that after the physician had completed the first path of lesions, it was noticed that the patient's left veins were not isolated. The caller reported that the physician then re-inserted the farawave¿ pfa catheter, and completed a second path of lesions, in order to complete the left veins. The caller reported that after this second set of ablations was completed, when the physician had exchanged the farawave¿ pfa catheter for the octaray¿ catheter for post-mapping, the physician had stated that they felt bubbles inside the faradrive¿ sheath during aspiration and exchange. The caller reported that the physician stated that they believe they may not have connected properly during the catheter exchange. The caller then reported that st elevation was noticed on the recording system. The caller reported that the physician had then confirmed that the patient had low blood pressure. The caller reported that epinephrine was administered to the patient, and all catheters, except for the decanav® catheter and the soundstar® catheter, were removed from the patient. The caller reported that the cath lab physician was then called in, and by the time the cath lab physician was "scrubbed in," the st elevation had dissipated on the recording system. The caller reported that a right and left coronary angiogram were performed on the patient, and it was confirmed that there were no bubbles present in the patient. The caller reported that the physician believes the cause of the issue could have been an rca embolism, due to the bubbles they felt in the faradrive¿ sheath. The caller also reported that the patient has a slight hematoma, located on the right side where they accessed the groin. The caller reported that the patient was "flailing and kicking" during the procedure. The caller reported that the patient was last known to be in stable condition. No fse follow up or service has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).